Event description:
It was reported that the pt was seen for a CT scan under sedation. It turns out his device is backing out of the cochlea; likely related to x-linked stapes gusher. The pt underwent surgery on (B)(6), 2012 to have his device repositioned, but during the surgery the device was damaged and had to be explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.